Event description:
The customer reported that the device failed opcheck for etco2 where the etco2 pump failed to turn on. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.